Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely low troponin (accutni) result, within the risk stratification range, generated by the access 2 immunoassay system for one patient's sample. Repeat testing on this and on a different instrument produced results above the ami cutoff. The low result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was plasma. Qc performed prior to and after the event was within the customer's established ranges. A system check performed just before the event was within specifications. There were no errors posted to the event log. A field service engineer (fse) was dispatched: the fse replaced the substrate probe and verified alignments. The fse ran replicates of level 2 qc on two new reagent packs; results were within precision claims. The fse performed a diagnostic test which met specifications. No hardware issues were noted. No clear root cause could be determined for this event.